Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. Boston scientific technical services (ts) discussed that the numbers may improve in the coming weeks. Additional information obtained indicating that the cause of the high threshold is due to lead micro-dislodgement. This lead remains in service. No adverse patient effects were reported.